Event description:
A malfunction alarm was reported by the customer. There was an unknown impact on the customer's blood glucose level as the customer declined to answer the specific question regarding it. The customer was provided with pump reset information and was assisted by technical support to reset the pump, after which the malfunction code did not recur.